Event description:
Customer's friend reported the pt was taken to the hosp because their blood sugar dropped. Customer's friend reported readings of 95 mg/dl tested on their meter and received a reading of 39. They tested on the precision xtra meter and received a reading of 140 mg/dl. The timeframe of the comparison on the hosp meter to the precision meter is not known.